Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that she had a clock issue on her last insulin pump where the clock advances itself. Customer's mother stated that the customer had a blood glucose level of 457 mg/dl and has been given a manual injection of 3 units. Customer stated that the alarm occurred during the priming sequence. Customer was assisted with clearing the alarm. Customer also stated that she was unable to rewind the insulin pump. Insulin pump will need to be replaced. No additional information provided.